Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh and pelvicol were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, urinary/bowel problems, organ perforation, recurrence, bleeding and dyspareunia. Patient underwent mesh revision on (B)(6) 2004 and (B)(6) 2010 due to recurrence. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior and posterior repair with pelvichol and cystoscopy due to urinary incontinence, urethral hypermobility, cystocele and rectocele. It was reported that patient underwent repeat anterior repair, anterior enterocele repair, uterosacral ligament suspension and cystoscopy on (B)(6) 2002 due to recurrent cystocele with anterior enterocele.

Manufacturer narrative:
(B)(4). No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/25/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with a concurrent 2nd pelvicol implant.